Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that the patient's lead was replaced. Lead was twisted in a helix and fractured. There were no complications during the procedure and therapy was restored post-op.

Manufacturer narrative:
During process of this complaint further information was requested but not obtained . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced high impedances on most of the scs lead contacts. Patient was programmed and therapy was established, but the patient continues to have high impedances. To address this issue patient may be awaiting surgical intervention at a later date .